Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant tracking log, and implant op report only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2007- patient was diagnosed with pelvic organ prolapse, stress urinary incontinence and rectocele. The patient underwent a supracervical abdominal hysterectomy, burch colposuspension, abdominal sacrolcolpopexy with implant of a bard/davol flat mesh, posterior colporrhaphy and insertion of a suprapubic catheter. It is alleged in the attorney's legal claim that six months post procedure the patient began to experience dyspareunia, pain and discomfort, urinary incontinence, trouble with bowel movements and utis.